Event description:
It was reported that a 69-year-old female patient underwent revision breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam, and consultation with the physician. As a result, the patient is scheduled for replacement surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 8, 2022, mentor became aware that the date of left side replacement surgery with catalog number 3501635; serial number (B)(6) was (B)(6), 2022. Field d6b for explantation date has been correctly updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 6, 2022, mentor became aware that incorrect manufacturing record evaluation (mre) statement was mistakenly added to field h10 under the previous initial submission since lot number is unknown to date. The correct statement is as follows: "since no lot number was provided, no manufacturing record evaluation could be performed." Manufacturer¿s reference number: (B)(4). H10 manufacturing record evaluation (mre) statement.

Manufacturer narrative:
On september 12, 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile". Field d4 for catalog number has been updated to "3501635". Field d4 for lot number has been updated to "6968832". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2022, mentor became aware that the device was discarded. Field h6 for type of investigation has been updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).